Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 24 stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the proximal and mid region were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous distal left circumflex coronary artery. A 2.25 x 24mm synergy drug-eluting stent was advanced for several times but could not be delivered due to vessel tortuousity. The device was removed and it was noticed that the proximal part of the stent was damaged. The physician closed the case and medical treatment was given. No patient complications were reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous distal left circumflex coronary artery. A 2.25 x 24mm synergy drug-eluting stent was advanced for several times but could not be delivered due to vessel tortuousity. The device was removed and it was noticed that the proximal part of the stent was damaged. The physician closed the case and medical treatment was given. No patient complications were reported and the patient was stable.